Event description:
During a cryoablation procedure, it was noticed that the patient had st elevation which resolved within 5 minutes. The procedure was completed without further incident. The flexcath steerable sheath was not returned for evaluation.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.